Event description:
The device was returned for service.during service by baxter, a cracked door assembly was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.